Manufacturer narrative:
Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. Per tandem user guide: make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. Customer did not have back-up insulin therapy available. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Subsequently, the customer went to the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.